Event description:
Additional information was received from a patient. It was reported the patient had never had therapeutic benefit since implant and had been implanted to help with urinary incontinence. They couldn't control their bladder and it flowed when it wanted to. The patient had received an ultrasound and needed a CT scan, and they had told the patient that they had to take the batteries out in order to get a CT scan. The patient stated the implant wasn't removed, but they weren't sure of what was left in their body. When asked to clarify, the patient stated they new they still had the stimulator in their body, but the technician had told them they had to have their "batteries taken out of the thing in his hip" and that they could not perform a CT scan until the batteries were out of there and they removed the 'batteries'. The patient confirmed they only had the sacral stimulator device, no other devices, and it was not the patient programmer batteries they were referring to. The patient was to follow up with their new healthcare provider (hcp), as they did not work with their previous hcp. The patient also provided responses to a patient letter: when asked if they had notified their hcp regarding the fall, the patient stated they had notified their hcp and the hcp was supposed to follow up with the manufacturer. When they patient fell they landed on the right hip (on the implant), about 3/8ths on an inch away from the spinal column. The patient stated that when they fell they ruptured four vertebrae of the spinal column and it took two weeks for the vertebrae to go back into the spinal column. When asked if the issue had resolved, the patient stated no - the hcp had told them they were going to send out a manufacturer representative (rep) to give them an ultrasound of the bladder/right hip. No one had seen the patient yet.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# v956852, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient only used the therapy for 2 years. It stopped working. He fell and hit the battery. He ¿snapped the electrodes on the left hip.¿ he was told it was not true, that it could not happen, but he knew that he did not break a hip or anything. When he fell, he heard a snap in his left hip. It was loud enough that his wife could hear it being a couple of feet away. He ended up with a ruptured vertebra. The patient did not know when he fell, but thought it was probably about 2 years after he had the device. The device stopped working after the fall. The patient¿s symptoms were not under control and he was wearing pads. This wife asked if they would put a new contact in but the answer was no, ¿they are manufactured and attached to a computer.¿ a manufacturing representative (rep) took a CT scan and ¿went through all kinds of things.¿ the patient had also referred to his device as a ¿pump.¿ it was also noted that he had been in and out of hospital and was now in a rehabilitation center. A rep was supposed to scan his current implantable neurostimulator (ins) in his hip and was supposed to give him an ultrasound evaluation or sonogram. The rep had explained that they needed to check the ins and they would also provide the patient with information about a new product. A rep later reported that it was not a rep that performed those tasks, and the patient needed to see their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.